Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the camera kept showing a green screen during a case.

Manufacturer narrative:
1488 camera head catalog # 1488210105, serial number (B)(4) was returned to stryker endo for investigation; the reported failure was confirmed. No problem during visual inspection of the camera head. S/n on the camera head is intact and legible. Evaluation: 1488 camera head serial number (B)(4) was tested upon being received and we found a defective electrical component (g image chip) on the prism creating the green image seen by the customer. Our investigations agree with the customer¿s complaint. Camera heads were pressure tested , also air pressure was conducted and the camera head passed the tests. Root cause: this is an ic failure and it is difficult to predict the life time of ics. This is not a common failure for 1488 prisms. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera kept showing a green screen during a case.